Event description:
Consumer very irritated because the meter is not accurate. Tested four times within a 5 minute period and received very erratic readings. Analysis run on clark error grid using mean average reading (206) as reference point vs. Bd reading (49,300,236,240) yielded some data points in the e range of the grid, outside acceptable limits.